Event description:
The customer reported hemoglobin and hematocrit (h/h) check failures and that the coulter lh 750 hematology analyzer rbc pump (dispenser) appeared to be leaking; the fse later confirmed a contained leak of about half a cup of diluent from the rbc dispenser. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The fse indicated that the customer attempted to repair the leak prior to fse arrival by replacing the normally open (n/o) side of tubing for the rbc dispenser (vl8) which was worn. Per phone conversation with the fse, the tubing ended up being replaced and rerouted by the fse resolving the diluent leak from the rbc dispenser and the h/h errors recovered by the instrument. (B)(4).